Manufacturer narrative:
Product 340-4128, lot no. Crf10155003 is currently under recal #z-1444-2011.

Event description:
Info received alleges the pt is constantly finding bubbles in the soft tubing segment up to an inch long. The unit primes well but new air keeps reappearing. Pt has difficulty ridding tubing of air. The pump keeps beeping air in line all night long. This allegedly happened to one pt 2 times.